Event description:
It was reported during generator replacement procedure that the right ventricular lead was found to have an insulation breach. The lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.